Event description:
It was reported to covidien on 04/23/2009, that a customer had an issue with a dialysis catheter. Customer states, they had a chipped luer lock on the catheter ports with cap intact. Catheter was pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.